Manufacturer narrative:
Product analysis: the 1st, 2nd, 26th and 27th distal stent segments were partially expanded and deformed. The remaining segments were intact. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mrca exhibited 100% stenosis. Dilations were done by using euphora balloons, though euphora 4.0x15mm (one of the devices used to pre-dilate) did not cross and was removed from the patient uninflated. Three resolute integrity stents were successfully implanted in the mrca. When the physician attempted to deliver a fourth resolute integrity stent, resistance was encountered advancing the device and the device was removed. The stent was observed to be damaged on removal. Another resolute integrity stent of the same size was then successfully implanted in the mrca. No patient injury reported.